Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device'), device breakage ('breakage'), menorrhagia ('menorrhagia') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), alopecia ("hair loss"), acne ("rashes/rashes or skin conditions type: acne"), cyst ("cysts"), anxiety ("anxious"), depression ("depressed"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain/ chronic pain"), restless legs syndrome ("other injury(ies) or complication(s) please describe: rls"), insomnia ("insomnia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, undergo a hysterectomy with removal of the essure and undergo a hysterectomy with removal of the essure/total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, genital haemorrhage, back pain, alopecia, weight increased, acne and cyst had not resolved and the device breakage, menorrhagia, anxiety, depression, mood swings, vaginal haemorrhage, dysmenorrhoea, pelvic pain, restless legs syndrome, insomnia, metrorrhagia, fatigue and dyspareunia outcome was unknown. The reporter considered acne, alopecia, anxiety, back pain, cyst, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, insomnia, menorrhagia, metrorrhagia, mood swings, pelvic pain, restless legs syndrome, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions. Plaintiff received treatment for bleeding. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. New event dyspareunia was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/migration of essure device"), device breakage ("breakage"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), alopecia ("hair loss"), acne ("rashes/rashes or skin conditions type: acne"), cyst ("cysts"), anxiety ("anxious"), depression ("depressed"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), restless legs syndrome ("other injury(ies) or complication(s) please describe: rls") and insomnia ("insomnia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, undergo a hysterectomy with removal of the essure and undergo a hysterectomy with removal of the essure/total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2012. At the time of the report, the device dislocation, genital haemorrhage, back pain, alopecia, weight increased, acne and cyst had not resolved and the device breakage, menorrhagia, anxiety, depression, mood swings, vaginal haemorrhage, dysmenorrhoea, pelvic pain, restless legs syndrome and insomnia outcome was unknown. The reporter considered acne, alopecia, anxiety, back pain, cyst, depression, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, insomnia, menorrhagia, mood swings, pelvic pain, restless legs syndrome, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received with her demographic details were updated. Product indication updated. Following events were added: hormonal changes describe: mood swings,, abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), pain, other injury(ies) or complication(s) please describe: rls, insomnia and she did not underwent an essure confirmation test. Previously reported event pt was updated: rashes/rashes or skin conditions type: acne. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device'), device breakage ('breakage'), menorrhagia ('menorrhagia') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), alopecia ("hair loss"), acne ("rashes/rashes or skin conditions type: acne"), cyst ("cysts"), anxiety ("anxious"), depression ("depressed"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), restless legs syndrome ("other injury(ies) or complication(s) please describe: rls"), insomnia ("insomnia"), metrorrhagia ("metorhagia (bleeding b/w periods)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, undergo a hysterectomy with removal of the essure and undergo a hysterectomy with removal of the essure/total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2012. At the time of the report, the device dislocation, genital haemorrhage, back pain, alopecia, weight increased, acne and cyst had not resolved and the device breakage, menorrhagia, anxiety, depression, mood swings, vaginal haemorrhage, dysmenorrhoea, pelvic pain, restless legs syndrome, insomnia, metrorrhagia and fatigue outcome was unknown. The reporter considered acne, alopecia, anxiety, back pain, cyst, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, insomnia, menorrhagia, metrorrhagia, mood swings, pelvic pain, restless legs syndrome, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions. Plaintiff received treatment for bleeding most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Reporter information were added. Event : metorhagia (bleeding b/w periods), fatigue added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), device breakage ("breakage") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), alopecia ("hair loss"), weight increased ("weight gain"), rash ("rashes"), cyst ("cysts"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a hysterectomy with removal of the essure) and surgery (undergo a hysterectomy with removal of the essure). Essure was removed in (B)(6) 2012. At the time of the report, the device dislocation, genital haemorrhage, back pain, alopecia, weight increased, rash and cyst had not resolved and the device breakage, anxiety and depression outcome was unknown. The reporter considered alopecia, anxiety, back pain, cyst, depression, device breakage, device dislocation, genital haemorrhage, rash and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.